Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in ICU. There was no patient/user injury reported. This report was filed in out complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the foot brake casters and torque tube were worn and the head casters were out of adjustment. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the foot casters, torque tube and adjusted the head casters to resolve the issue. Based on the information, no further action is required.